Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead was placed of different model. No adverse patient effects were reported.